Manufacturer narrative:
Corrected information can be found in b1 and h1. Additional information can be found in b2 and b5. One used list# am6109, 10", connected to an used, blue connector and an unknown, clave was returned for evaluation. As received an incomplete fully insertion between the adaptor and the manifold was observed, additional a leaking from a crack located on the adapter was observed. The returned set was tested as procedure and a leak from the crack on the adaptor and between manifold was observed. It was observed the female luer was spinning freely connected into the manifold, meaning an incomplete insertion. Complaint of leaks can be confirmed. The probable cause was due an incomplete insertion between adaptor and manifold during manufacturing process. The probable cause of the crack observed on the female luer adaptor is unknown.

Event description:
New information was received stating that the medication not reached the patient leading to deteriorating vital signs, increased agitation. Patient recovered after broken manifold replaced. The delay in therapy occurred after cap change. There was patient harm.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 10" (25 cm) smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer generated a leak during patient use. It was stated in the report that the patient had a line change during the day shift. They completed the complete line change. All tubing was primed and capped correctly on the manifold with the "tail". They disconnected and did a cap change on all lumens and connected the new lines/tubing to the new caps. The patient started decompensating ~5 hours after the line change, and the withdrawal assessment tool score (wats) was a 6. They tried to figure out the problem, and when giving as-needed medications (prns) at the central venous pressure (cvp)/push port, they noticed the lines were wet. They traced the lines and found the manifold to be defective and leaking at the site where the "tail" and manifold come together. They immediately disconnected the defective manifold and primed a new manifold to attach drops (gtts). After prns were given and a new manifold was attached to the patient, the patient calmed down and vitals stabilized. There was no patient harm reported.